Event description:
Event description guidant received information that due to this flextend lead dislodging, the physician was repositioning the lead to a higher position on the septum, when he noticed very little heart motion. He performed a thoracotomy and found it was tamponade. The patient is doing fine at this time - the lead was removed from service.